Manufacturer narrative:
The bipap a40 pro is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number of k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is being submitted to correct the description of the event or problem previously reported and to update the associated coding grids. The bipap a40 pro device was returned to a third-party service center for evaluation. During the evaluation, the service technician reported that there were no error codes in the device's error code log. Furthermore, there is no evidence to suggest that the device malfunctioned in a way that could lead to death or serious injury if the issue were to recur. Therefore, this complaint is not reportable to any regulatory agencies.